Event description:
It was reported that a spectrum pump alarmed door not fully latched. It was also reported that there was no patient injury.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the door not fully latched alarm caused by a failed lower link switch on the lower auxiliary assembly. The lower auxiliary assembly was replaced.